Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticm5_12.1, -11.5/3.0/101 (sphere/cylinder/axis) implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was explanted after icl removal (due to excessive vault) of the fellow eye. It was reported that the problem resolved.

Manufacturer narrative:
H3: device evaluation: lens was returned dry with residue/debris on product in microcentrifuge vial. Visual inspection found a broken haptic. Dimensional inspection found the lens to be within specifications. Claim #(B)(4).